Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired the same day. It was reported that these events occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.